Event description:
The ge oec 9800 fluoroscopy system had the remote user interface (rui) damaged. The joystick was broken out of the rui. Motorized c-arm movements were non-functional.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the broken remote user interface to restore motorized motion control. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.